Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: defect reported by customer: "burning smell, console error message, operation stop. The problem observed being intra-operative, a burnt smell and a stop of the console with an error message (not noted). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board due to fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.